Manufacturer narrative:
The end-user returned the rollator to the store of purchase. The device was returned to the manufacturer from the retail store for evaluation. Received 1 rollator in used condition. The back rest was not damaged as it presented in good condition with no rips noted. The seat was still mounted onto the unit and no cuts, tears or rips on the surface were noted. The four wheels displayed normal wear for a rollator manufactured in 2013. No fractures or other damage to the spokes or bearings were noted. The front right caster was slightly loose but the rolling pin was still intact. The brake shoes remained functional as they made full contact with the wheels once the hand brakes were engaged. Scratches and dirt were noted around the frame. The rear right leg was fractured near the right weld. Voids or signs of impact were not apparent at the site of fracture. The complaint was confirmed for the fractured leg. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that on (B)(6) 2017 the customer was sitting on the rollator and the device collapsed on the left side causing the customer to fall. Per the customer's report the fall resulted in two broken bones on the left arm. The customer stated that the paramedics were called and the customer was transferred to the hospital. According to the customer the hospital was not able to treat the injury so the customer was transferred to another hospital to have surgery and repair the multiple breaks in the left arm. The customer stated that after the surgery she was transferred to a rehab facility and is currently recovering. The customer stated she does not have the actual rollator involved in the incident, and does not know the serial number of the device. A sample has not been returned for evaluation however, due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The customer fell off the rollator and experienced a broken arm.